Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "completely deflated". Clarification to b3 partial date of event: 2024 was provided.

Event description:
Patient reported right side saline rupture "completely deflated". Device remains implanted.